Event description:
The customer observed falsely depressed alinity I tsh results for seven patients that were reported out of the lab. The following data was provided: sid (B)(6) initial result <0.01 uiu/ml, repeated 1.61 uiu/ml, sid (B)(6) initial result <0.01 uiu/ml, repeated 0.67 uiu/ml, sid (B)(6) initial result <0.01 uiu/ml, repeated 1.20 uiu/ml, sid (B)(6) initial result <0.01 uiu/ml, repeated 1.87 uiu/ml, sid (B)(6) initial result <0.01 uiu/ml, repeated 1.66 uiu/ml, sid (B)(6) initial result <0.01 and <0.01 uiu/ml, repeated 1.41 uiu/ml, sid (B)(6) initial result <0.01 uiu/ml, repeated 2.23 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 45295ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends regarding commonalities for the issue under review. Customer field data was used to assess the performance of the alinity I tsh assay using worldwide field data. Review shows that the median patient results for lot and 45295ud00 is comparable with other lots in the field confirming no systemic issue for the lot. We can conclude that the product labeling provides appropriate information related to the customer issue that assists them in resolving their issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh assay was identified.